Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. The suture pulled away from needle. Procedure successfully completed. No patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkk752 number, and no non-conformances were identified. Device evaluated by MFR: an empty opened foil, a paper lid and a winding former of product code y417, lot mkk752 were returned for analysis. No suture or needle were returned for evaluation to determine the assignable cause of the performance pull off suture needle; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of ¿suture pulled away from needle.¿